Manufacturer narrative:
Calf support assembly.

Event description:
It was reported by service report that the calf support was not locking due to rust and worn components. No patient involvement or adverse consequences are reported.